Event description:
Reportable based on device analysis completed on 23april2026. It was reported that balloon issues occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure the balloon was leaking liquid during the second dilation and could not be fully inflated. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, returned device analysis revealed balloon rupture.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. (B)(6). G4: premarket / 510(k): k141521, k141597. Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this mustang device was examined. A visual examination found a partial circumferential tear in the balloon material confirming the rupture. The shaft of the device was noted to be kinked. No issues were noted with the markerbands or tip of the device. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon- leak was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.